Manufacturer narrative:
Upon further review, it was determined that medwatch report 3011649314-2025-00805 is a duplicate of medwatch report 3011649314-2025-00696. Therefore, this supplemental report is being submitted to address the duplication, and no further information will be provided for this report. Any additional information for this event will be reported in the original medwatch, 3011649314-2025-00696. Manufacturer reference: (B)(4).

Event description:
Office reported that the anchor that holds the connector of the silent nite 3d broke off, no other information was provided.

Manufacturer narrative:
The device has not been returned for analysis. Several attempts have been made to provider to obtain additional information without response. If new information is received, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).